Event description:
Device issue: needle-to-cuff miss, retraction issue-foot, detached distal sheath. Time of device issue: during vessel closure. Adverse event: foreign body removal, surgical repair/hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. However, a femoral angiogram was not performed and the device was found to be deployed in the right profunda artery. Reportedly, when the needle plunger was removed, no suture was attached to the needles. During device removal, the foot could not be retracted. The patient was brought to surgery where an attempt was made to remove the device by pulling it out, but caused the distal guide to detach. It was decided to dismantle the device after it was noticed that the device had been found to be deployed in the right profunda artery with a portion the foot deployed through the artery. After removing all parts of the device, the vessel was surgically repaired. Hospitalization was prolonged. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. User facility medwatch report received that states "event desc: a vascular closure device was needed for the right femoral artery puncture sight. Upon deployment of the closure device, the device could not be removed from the puncture sight. Patient transferred to the operating room for removal."